Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred, while using a versacross connect access solution. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately 2-3 minutes after release of the closure device, just prior to removing the intracardiac echocardiogram catheter, a 1.2cm pericardial effusion was observed around the pericardium. A pericardiocentesis was performed and 300ml of fluid was drained. The drain was removed and the patient was transferred to the intensive care unit. The patient remained hemodynamically stable throughout the procedure, pericardiocentesis and afterwards. The patient fully recovered and was discharged the following day. Since the drained blood from the pericardiocentesis was dark, the physician suspected that the pe may have originated in the right atrium during the transseptal crossing. The procedure was completed successfully. The physician did not look for an effusion with intracardiac ultrasound prior to the procedure, however a cardiac computed tomography was done the day before that showed no evidence of a pericardial effusion. The physician is not sure when the pericardial effusion occurred. No other devices were used. The patient was not on warfarin and it was not on any antiplatelet drugs. No medical reason was defined for the pericardial effusion. No surgery was performed. The dilator used was versa cross connect. As per the physician, the device suspected to cause the adverse event was the j-wire from the versacross connect kit but he is not convinced. No resistance was felt while maneuvering the transseptal devices. A small collection was noted around the heart and the patient was hemodynically stable throughout. The patient had no fluid around the heart post pericardiocentesis. There was no difficulties during the procedure. There were no difficulties with positioning of the sheath or dilator. It is unknown if other difficulties experiences with the three transseptal punctures. For tenting prior to the radio frequency application, it was 1-2mm of the radio frequency tip was exposed. No issues encountered during transseptal puncture. The location of transseptal puncture was inferior and mid. No difficulties encountered locating the puncture position. There were no issues with visualization. There was no excessive force during transseptal. No difficulties gaining transseptal access.